Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, air was introduced into the sheath during aspiration of the sheath. The air ingress occurred while the catheter was inside the sheath. The sheath had been aspirating as usual prior to this air ingress. The catheter was removed at one point during the procedure. However, when the catheter was re-introduced into the sheath, air bubbles continued to be aspirated into the syringe. The physician was unable to clear the air bubbles that were coming back into the sheath during aspiration. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, air was introduced into the sheath during aspiration of the sheath. The air ingress occurred while the catheter was inside the sheath. The sheath had been aspirating as usual prior to this air ingress. The catheter was removed at one point during the procedure. However, when the catheter was re-introduced into the sheath, air bubbles continued to be aspirated into the syringe. The physician was unable to clear the air bubbles that were coming back into the sheath during aspiration. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis. It was further reported that method of irrigation used was a pressure bag, with a flow rate of a drip per second and the pump was attached to the sheath. No air was observed in the patient. The location of the guidewire was just at the tip of the catheter when inserted. The device was received for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve by the center slit.